Manufacturer narrative:
Further inspection of the returned device confirmed the customer¿s complaint of ¿low angulation¿ due to the wear of the angle wire, the bending angle in up & down direction did not meet the standard value. A cut was found on the bending section rubber and damage to the channel tube causing the water tightness to be lost. The distal end was found deformed. Several areas of the scope were noted to scratched and dirty. The investigator noted that due to damage on the channel tube, the suction volume did not meet the standard value. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the scope angulation was checked and found low in both directions and minor play was noted. No further information was provided. The scope was returned to olympus medical systems india (omsi) for evaluation and found the coating of the scope¿s insertion section peeling (greater than or equal to 1 x 1 mm2). This report is being submitted to address the insertion section¿s coating peeling during evaluation. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the insertion tube peeling likely occurred due to physical and/or chemical stress. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the following information is stated in the instructions for use regarding handling the device which may have prevented the event: ¿important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provided additional information that was added to sections initial reporter name and address, initial reporter health professional,initial reporter occupation, and report source. Correction to date received by MFR of the initial medwatch. The aware date should be dec. 16, 2021.

Event description:
Additional information was received from the user facility regarding the reported issue. The reported issue (the scope angulation was low in both directions and minor play was noted) was found during reprocessing of the scope, not during any procedure. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility regarding the reported issues.